Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the glass cap/fiber is detached and not returned; the glass cap is fractured at the uv glue zone; there are signs of melting at the location of the fracture. Based on the device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a procedure, the customer couldn't continue using the fiber; the display was showing the fiber connect error. Fiber #1 total joules used was 175,951 and expended time was 36min 47sec. Aim beam was suddenly stopped; at the same time, vapor became weak and finally it went out of order. After checking the fiber, the tip had been fold down when wiping it. "Forward firing" was noted. The procedure was completed with an alternative method (turp). Patient outcome: "no injury".